Event description:
It was reported that a pt, ventilator dependent pt with spinal bifida, was being monitored on the trusat pulse oximeter. The mother reported she checked on the child at 3:00 am in 2009, and child was fine. Mother found child dead at 7:45 am. Mother alleges unit did not alarm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.